Manufacturer narrative:
If a sample is received an investigation will be completed, and a follow-up report filed. (B)(4). Date submitted: 09/30/2010.

Event description:
Air bubbles passed through the ramp with significant risk of embolism - flow of betadine (disinfectant) into the q-syte during/after disinfection.